Event description:
A talent stent graft sys was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported and the vessels had moderate tortuosity and moderate calcification. It was reported that the stent graft was correctly placed; however, due to the narrowing and tortuosity of the iliac artery, the metal component distal to the delivery sys balloon, caught on the stent graft during the delivery sys removal and pulled the iliac stent graft down. The delivery sys was successfully removed from the pt. The physician elected to bridge the area between the bifurcated device and the iliac limb that was pulled down. No add'l clinical sequelae were reported and the pt is fine. The delivery sys was discarded after the procedure.

Manufacturer narrative:
Evaluation results and conclusion: narrow, moderately calcified and moderately tortuous iliac arteries. Other: required secondary intervention.